Event description:
End user reports itchy skin with red bumps beneath tape border, non draining. End user saw physician who prescribed nystatin. No further patient complications were reported as a result of this event.

Manufacturer narrative:
After detailed batch review, a discrepancy was noted that was unrelated to this complaint. A non-conformance was raised for this issue and there is no impact to this complaint. The product associated with batch 3k02760 was made according to specification. The quality system was queried for any nonconformances or deviations against the lots associated with final batch 3k02760. The results support that no nonconformances were raised against this batch for this issue. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. The following codes were reported or omitted in error on initial MFR report#: 1049092-2015-00423, reported to the FDA on july 22, 2015 and have been corrected with the appropriate codes: (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
The complaint does have a valid lot number and no sample has been received to date. This complaint will be processed and investigated without a sample. Should a sample be received for the complaint, the case will be investigated under the appropriate evaluation criteria. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case. Manufacturers report number: 1049092-2015-00423. (B)(6).